Manufacturer narrative:
The investigation for the packaging issues has been completed. The device was not returned for evaluation. Due to limited clinical details and lack of product returned, the root cause of the packaging issue - sterility cannot be determined. Added h6 impact code 4629 corrections to the initial MFR report: g1 MDR reporting contact email.

Event description:
Us complainant reported a slash mark was discovered on the exterior of the impella 5.5 box. The sterile sleeves holding the 5.5 device were investigated and it was found that there was a compromise of the sterile sleeves progressing into the 5.5 compartment. The device was removed from the sterile field, a new device was opened and the case proceeded with new and separate impella 5.5. No patient harm has been reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.